Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer complaint of ¿cassette error¿. Confirmed through occlusion test and latch lock test. Visual and functional testing was performed. Upon further investigation, found dso seal delaminate. Replaced dso seal and latch sensor. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the pump experienced cassette not attached error during testing. There were no patient involvement and harm.